Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was poor. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A service engineer (se) reported that the navigation ring was unresponsive. The se replaced the front bezel in which the navigation ring was originally installed, the issue was resolved.